Event description:
On (B)(6) 2010, the pt during a call for assistance with the menu options on her insulin infusion device, reported that prior to the call, she had an air bubble in the cartridge of her device. She stated, the bubble was large and near her device adapter and she was able to prime it out. She stated, her adapter has been in use for about 1 month and was advised it should be changed with every 10th cartridge change. She stated, the cartridge has been in use since (B)(6) 2010. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.